Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR) and pharmacologic support. The returned device was visually inspected, and was found in normal conditions. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was then evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system, but error 106 (force sensor error) was displayed. The catheter was dissected, and it was determined that the root cause was an internal sensor failure. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed, which the catheter failed. Further investigation revealed that the irrigation tubing was occluded with reddish brown material near the tip. No other damage was observed that could have contributed to the occlusion of the catheter. During the manufacturing process, all catheters are tested and inspected in order to prevent catheters with this type of defect from leaving the facility. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the internal sensor damage cannot be determined. Similarly, the root cause of the reddish-brown material occluding the irrigation tube cannot be determined. Based on the available analysis finding results, the failure modes do not appear to be caused by any internal bwi processes. The internal sensor failure and the irrigation tube occlusion are not related to the cardiac arrest suffered by the patient during the procedure. The root cause of the cardiac arrest remains unknown.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), stockert 70 generator, model # m-5463-01, s/n: (B)(4), coolflow pump, model # m-5491-02, s/n: (B)(4), lasso nav catheter, model # d-1343-01-s, lot # 17615119l, soundstar eco catheter, model # m-5723-17, s/n: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR) and pharmacologic support. Post-procedure, after the catheters were removed, while still on the table, the patient went into asystole. CPR was administered and the patient recovered. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that he thought it was related to a protamine reaction.

Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).